Manufacturer narrative:
(B)(4), h1: MDR decision: serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event and is being considered a serious injury. Additional information received: received notice of claim indicating that on post op day ten following robotic prostatectomy patient began experiencing signs of sepsis, fever, abdominal pain, and elevated white blood cell count. On post op day 17, patient underwent exploration and debridement of abdominal wall fascia with acute care surgery.

Manufacturer narrative:
(B)(4). Batch # t5c86n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Performed by (B)(6).

Manufacturer narrative:
(B)(4). Batch # unknown . A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a robot prostatectomy procedure, stapler locked out on tissue. Reverse and battery would not bring the knife back. The stapler was cut from the tissue. Case completed with another device of the same product code. There were no patient consequences reported.